Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06aug2019. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The customer returned data acquisition (da) board was tested and no failures were identified. The data acquisition (da) board was received for failure investigation (fi) and no failures were duplicated during fi. The reported issue could not be duplicated on the returned part,; therefore, no root cause could be determined for this report.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted a deterioration of the pressure sensor resulting in the air pressure being out of specification. There was no patient involvement.